Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer did return a representative sample for evaluation. The visual examination of the returned representative product showed signs of contamination. Discoloration and design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the white/yellow control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the tube shaft revealed a partially separated laser guard foil in the middle and distal area of the tube shaft as well as creasing of the material layer below, consisting of pva foam, adhesive tape 3m 1524 and silver foil ag 99,98%. Functional testing was done by taking 10 samples from current production at the manufacturing facility (10 samples of size 5 and size 6, each). The samples were tested in dry conditions, moistened (dipped for 5 seconds in cold water) and with 5 min. Lay time after moistening. By light stroke with the thumb in radial direction over the overlapping gluing bond it was tested whether the pva foam detaches from the adhesive tape. The simulation proved that the foam partially was detached from the adhesive tape with creasing of the foam and exposure of the silver foil below. A device history record (DHR) review was conducted on lot 20081 and no issues that could have contributed to the reported event were identified. Based on the investigation performed, the reported complaint was confirmed. The foam partially detaches from the adhesive tape with creasing of the foam and exposure of the silver foil below. A manufacturing related issue could be identified, however, the root cause could not be determined. A non-conformance has been opened to further investigate this issue.

Event description:
Complaint reported as: "the operation was completed with unobtrusive ventilation, no leakage and was carefully extubated. The situation was as follows: - the coating was soaked and detached itself from the tube. - underneath, the metallic coating was visible (sharp-edged) closer inspection showed that the white coating was soaked, the adhesive came off and the coating was easily detached from the tube." No patient harm or injury was reported. The patient had been disharged home at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "the operation was completed with unobtrusive ventilation, no leakage and was carefully extubated. The situation was as follows: the coating was soaked and detached itself from the tube. Underneath, the metallic coating was visible (sharp-edged). Closer inspection showed that the white coating was soaked, the adhesive came off and the coating was easily detached from the tube." No patient harm or injury was reported. The patient had been discharged home at the time of this report.